Event description:
Pt had a revision of 1 level cervical fusion. Pt was a heavy smoker per surgeon. Approx 4-years after implant pt had pain and x-ray showed lower 2 screws of one level construct broken in half. Surgeon decided to re-instrument with skyline plating system and vg2 graft. Dr left original broken screws in vertebral bodies.

Manufacturer narrative:
Pt is reported to be a heavy smoker who experienced non-union. Smoking is listed as a contraindication in the IFU supplied with the product. No conclusion can be made at this time. Based on the info provided, it appears that the failure was related to stress placed on the plate / screws due to pts non-union. There is no connection that can be made between the event and any shortcoming of the device.